Event description:
It was reported that syringe 1.0ml 31ga 8mm 10bag 500 wal needle broke off before use. The following information was provided by the initial reporter: material no:328506, batch no: 0027941. Verbatim: spouse of relion consumer reported on syringe had the needle break off before the injection. Stated the consumer filled the syringe with her insulin and then the end of the needle tip broke off. Spouse stated consumer did not use the syringe and the syringe is still filled with medication.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-18. H6: investigation summary. Customer returned (1) 1cc, 8mm, 31g relion syringe in an open poly bag from lot # 0027941. Customer states that they filled the syringe with her insulin and then the end of the needle tip broke off. The syringe was returned with approximately 16 units of a cloudy liquid in the barrel. The syringe was examined and exhibited a broken cannula. A review of the device history record was completed for batch# 0027941. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Bd was able to confirm the customer¿s indicated failure. Root cause is bending/re-straightening of the cannula by the customer during use of the product.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1.0ml 31ga 8mm 10bag 500 wal needle broke off before use. The following information was provided by the initial reporter: material no:328506, batch no: 0027941. Verbatim: spouse of relion consumer reported on syringe had the needle break off before the injection. Stated the consumer filled the syringe with her insulin and then the end of the needle tip broke off. Spouse stated consumer did not use the syringe and the syringe is still filled with medication.